Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to greater than 250 mg/dl between 24 and 36 hours of wearing the pod. The patient reported that the adhesive separated from their arm, resulting in the cannula dislodging. Upon removal of the pod, there was a circular bruise on the skin where the pod was applied. A new pod was activated and treatment was resumed.